Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient passed away at home. The patient's sister-in-law was not exactly sure of the day of death but reported that the patient passed away on either (B)(6) 2018 or (B)(6) 2018. No other information surrounding the event is known. Per the download data the patient last wore the lifevest on (B)(6) 2018. The patient was last seen in vf with CPR artifact/motion artifact for 36 seconds until the device shutdown at 12:50:43 on (B)(6) 2018. The response buttons were pressed during the event. The device properly detected vf. However, response button use and CPR artifact/motion artifact prevented the patient from receiving a treatment. Reporting out of caution as the exact date of death is not known and the patient's last seen rhythm was vf with CPR artifact/motion artifact.